Manufacturer narrative:
In follow up with the customer on (B)(6) 2017, she stated that the two prongs collapsed into the housing of the power supply and the plastic around it broke. She stated that she discarded the power supply and bought a new one. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that the power supply for her pump in style breast pump broke when plugging it into an outlet.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.